Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.

Event description:
Caller indicated the relion prime meter was giving high readings. High meter readings caused him to take too much insulin. Caller was at work and felt kind a funny so he took a test with the prime meter which read 285. He took 9 units of insulin based on the reading of 285 per doctor's chart. At 10-15 minutes later he started shaking, sweating and felt like he was going to pass out so his boss called the hospital and they told him to eat something and come in. Tested again and got 47, ate one candy bar and went to hospital. He arrived at the hospital 20 minutes later and readings were 140 on hospital meter. They gave him pain pills because he had a massive headache and had IV but does not know what liquid. Nurse at emergency room suggested to see doctor the next day. Compared meter readings while at the hospital. Prime meter read 247 and hospital meter read 204. Replacing product.